Event description:
It was reported that a home patient (hp) experienced a reuse of single-use supplies, while using the homechoice device, during drain two of four. The reuse of single-use supplies was further described as the hp had swapped the heater bag for the blue clamp bag. The hp was connected at the time of the event. During troubleshooting, it was noted that the home patient had exchanged the heater bag for the bag with the blue clamp. The technical service representative assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Re-use of single use supplies is known to cause this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.